Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, the strain relief was detached from the luer. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation ablation procedure to treat atrial fibrillation, the flush port of a farawave 31mm catheter was found to be damaged. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation ablation procedure to treat atrial fibrillation, the flush port of a farawave 31mm catheter was found to be damaged. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.